Event description:
It was reported that "patient is a 52-year-old, 24cc with luts. On (B)(6) 2025, the patient underwent a urolift procedure during which a total of five implants were successfully placed without any errors or complications noted intraoperatively (placed at mg3 1/3, mg9 1/3, bn3 anterior 2/3, bn2 anterior 1/3, bn9 anterior 1/3). Angulation were also kept at between 10 to 20 degree because of small size prostate. The anatomy of this patient is short channel with a little high bn; anatomy seems relocated when each implant is placed. The bladder neck channel was ultimately opened acceptably. Following the procedure, a catheter was inserted and bladder irrigation by the surgeon at the end. However, during the follow-up visit on (B)(6) 2025 for uroflowmetry examination, the uroflow is improved compared to pre-op, but the surgeon observed unusual bruising on the patient's lower abdomen and appeared on scrotum as well. The surgeon who has experience with nearly 70 urolift cases, considers this an uncommon event and potentially related to the procedure". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis.from the pictures attached was unable to be confirmed any defect, no device failure reported. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). N/a other remarks: n/a corrected data: n/a

Event description:
It was reported that "patient is a 52-year-old, 24cc with luts. On (B)(6) 2025, the patient underwent a urolift procedure during which a total of five implants were successfully placed without any errors or complications noted intraoperatively (placed at mg3 1/3, mg9 1/3, bn3 anterior 2/3, bn2 anterior 1/3, bn9 anterior 1/3). Angulation were also kept at between 10 to 20 degree because of small size prostate. The anatomy of this patient is short channel with a little high bn; anatomy seems relocated when each implant is placed. The bladder neck channel was ultimately opened acceptably. Following the procedure, a catheter was inserted and bladder irrigation by the surgeon at the end. However, during the follow-up visit on (B)(6) 2025 for uroflowmetry examination, the uroflow is improved compared to pre-op, but the surgeon observed unusual bruising on the patient's lower abdomen and appeared on scrotum as well. The surgeon who has experience with nearly 70 urolift cases, considers this an uncommon event and potentially related to the procedure". No patient harm or injury. The patient status is reported as "fine".